Event description:
Knee immobilizer was put on patient's leg to prevent flexion after placement of temporary pacemaker. Patient began complaining of numbness and tingling; when device removed, patient had developed a foot drop. Patient received extensive physical therapy but foot drop hasn't responded to therapy thus neuropraxia seems unlikely and peroneal palsy more likelyinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.